Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. Interrogation of the device confirmed it was operating in ddd brady therapy mode. No codes, messages or system resets were observed in device memory and elective replacement indicator (eri) had not been triggered while the device was implanted. Using historical daily battery voltage measurement data, engineers determined that this device was demonstrating behavior consistent with a high current condition associated with a compromised low voltage capacitor connected to the device battery. The high current condition was noted to be continuously increasing upon review of stored device memory. At the time of laboratory analysis, all therapy remained available. Laboratory analysis concluded that the increased power consumption was caused by electrical leakage of a low voltage capacitor in the presence of excess hydrogen gas within the pulse generator case.

Event description:
It was reported that this pacemaker was returned with no reported product performance issues and no reported adverse patient effects. Analysis completed in our post market quality assurance laboratory identified a product performance issue.